Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was one 4.5fr microintroducer and one 4.5fr microintroducer sheath. The peel-apart sheath was completely split in half. Use residue was observed on both samples. Microscopic inspection of the microintroducer revealed the transition between the sheath and the dilator was buckled and flared outward. The peel-apart sheath also exhibited a buckling at the distal tip. The sheath tip deformation observed on both samples was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the peel away introducer mushrooms out, flares. No patient harm but caused a longer procedure. No other information was provided. Two devices were returned for investigation. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the peel away introducer mushrooms out, flares. No patient harm but caused a longer procedure. No other information was provided.